Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures), battery failed alarm, flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the alarm. Customer was able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Upon new battery installation, unit powered on successfully and no flashing medtronic logo was noted. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past around the time of the customer¿s call. Critical pump error 63 was found on (B)(6) 2025 20:46:40.000 and (B)(6) 2025 20:46:53.000. Line=147 file=2017. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 12:39:00 after more than 7 days at 10.55 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 23:25:01 after more than 7 days at 8.36 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 14:39:00 after more than 7 days at 10.43 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure unit is functioning properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. No unexpected alarms or anomalies noted during testing. No failed battery alarms noted during testing. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage was noted on electronic assembly. The following cosmetic damages were also noted: cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of flashing medtronic logo were not confirmed when unit powered on successfully. Additionally, customer allegations of failed battey test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer's allegations of pump error 63 were confirmed when pump error 63 was found in download history review, caused by twi interface on main/motor processor. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.